Event description:
It was reported that a patient underwent an antebrachium procedure on (B)(6) 2010 and suture was used to sew "real leather" discontinuously. Two days after the procedure, the surgeon found the suture was broken. Now the patient's wound has healed up.

Manufacturer narrative:
(B)(4). Results: one representative sample was returned for evaluation. It was visually and functionally examined for knot tensile strength and it met the requirements. H6: conclusions: the device was received in a condition that meets specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of four medwatches being submitted for the same patient. See also medwatch 2210968-2010-01177, 2210968-2010-01178 and 2210968-2010-01180.